Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was over 406 mg/dl. The customer¿s current blood glucose value was 225 mg/dl. The customer did experienced symptoms of high blood glucose. The customer treated high blood glucose with injection. The customer did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reports auto mode was automatically delivering insulin at the time of high system within 48 hours of reported high blood glucose event. Customer stated that the auto mode was active at the time of incident. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.